Manufacturer narrative:
Event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for market within the united states.

Event description:
Revision surgery occurred on (B)(6) 2019 for infection approximately 3 months following primary surgery. Surgeon explanted entire humelock reversed prosthesis, including 24mm baseplate, 36/12 stem, 36mm centered glenosphere with screw, and 36/+3 standard humeral cup. Surgeon then implanted new humelock reversed prosthesis: new 24mm baseplate, 36/12 stem, 36mm centered glenosphere with screw, 36/+3 standard humeral cup, and associated screws.